Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)"), device expulsion ("migration of essure: uterus"), pelvic pain ("pelvic pain"), adnexa uteri cyst ("cysts on fallopian tubes/ paratubal cyst on her left fallopian tube") and ovarian cyst ("ovarian cyst") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disease, abdominal tenderness, postmenopausal bleeding, uterine bleeding and ventral hernia. CT abdomen with contrast clinical history: palpable lump above the umbilicus. History of fallopian tube surgery, gallbladder removal and hysterectomy. Impression: 1.5cm oval structure in the subcutaneous fat superior to the umbilical with mild fat stranding. This may represent fat necrosis, tiny fat containing ventral hernia with some incarceration of fat, vs infection/phlegmon. Correlate with clinical parameters. 3 mm nonobstructing calculus in the inferior pole left kidney hepatic steatosis with mild hepatomegaly. CT pelvis with contrast impression: diverticulosis 3.2 cm left ovarian cyst, probably benign. Likely a physiologic follicular cyst. Concomitant products included adenosine (tricor), bupropion hydrochloride (bupropion hcl), escitalopram oxalate (lexapro), metformin hydrochloride (metformin hcl), metformin since 2010 and vitamin d nos (vitamin d) since 2010. In 2007, the patient had essure inserted. In 2007, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder disorder") and urinary tract disorder ("bladder disorder"). In 2008, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"), migraine ("migraines/headaches"), headache ("migraines/headaches"), type 2 diabetes mellitus ("type 2 diabetes") and gallbladder disorder ("gallbladder stopped working") and underwent cholecystectomy ("gallbladder stopped working, had it removed"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), adnexa uteri cyst (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstruation"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (on (B)(6) 2012 endometrial ablation; on (B)(6) 2016 and (B)(6) 2017 removal of essure device, hysterectomy (full),salpingectomy (one side removal of fallopian tube), on (B)(6) 2012 ovarian cystotomy with drainage of ovarian cyst and on (B)(6) 2012 removal of paratubal cyst). Essure was removed in (B)(6) 2017. At the time of the report, the genital haemorrhage, device expulsion, adnexa uteri cyst, ovarian cyst, menstruation irregular, anxiety, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, gastrointestinal disorder, cystitis, urinary tract infection, vaginal infection, migraine, allergy to metals, gallbladder disorder, cholecystectomy, bladder disorder and urinary tract disorder outcome was unknown, the pelvic pain, abdominal pain, dyspareunia, fatigue, headache and type 2 diabetes mellitus had resolved and the alopecia was resolving. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, alopecia, anxiety, bladder disorder, cholecystectomy, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gallbladder disorder, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, type 2 diabetes mellitus, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy of date of removal: 2016 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed full occlusion and proper placement. Ultrasound scan vagina - in (B)(6) 2012: showed a normal uterus, free of uterine fibroids.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, left paratubal cyst, irregular menstruation, ovarian cyst, type 2 diabetes, anxiety. Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs received : new events, ¿abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexualintercourse), fatigue, gastrointestinal or digestive system condition, hair loss, infection (bladder/urinary tract/vaginal),migraines/headaches, gallbladder stopped working, had it removed,migration of essure: uterus, nickel allergy, pain, type 2 diabetes¿ were added. Reporter information was added. Patient information was added. Product information was added. Medical history was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation'), genital haemorrhage ('abnormal bleeding (general)'), device expulsion ('migration of essure: uterus'), pelvic pain ('pelvic pain'), adnexa uteri cyst ('cysts on fallopian tubes/ paratubal cyst on her left fallopian tube') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disease, abdominal tenderness, postmenopausal bleeding, uterine bleeding and ventral hernia. CT abdomen with contrast clinical history: palpable lump above the umbilicus. History of fallopian tube surgery, gallbladder removal and hysterectomy. Impression: 1. 1.5cm oval structure in the subcutaneous fat superior to the umbilical with mild fat stranding. This may represent fat necrosis, tiny fat containing ventral hernia with some incarceration of fat, vs infection/phlegmon. Correlate with clinical parameters. 2. 3 mm nonobstructing calculus in the inferior pole left kidney 3. Hepatic steatosis with mild hepatomegaly. CT pelvis with contrast impression: 1. Diverticulosis 2. 3.2 cm left ovarian cyst, probably benign. Likely a physiologic follicular cyst. Concomitant products included adenosine (tricor), bupropion hydrochloride (bupropion hcl), escitalopram oxalate (lexapro), metformin hydrochloride (metformin hcl), metformin since 2010 and vitamin d nos (vitamin d) since 2010. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection") and allergy to metals ("nickel allergy"). In 2007, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("infection (bladder/urinary tract/vaginal)") and bladder disorder ("bladder disorder"). In 2008, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition,gastro issues"), migraine ("migraines/headaches"), headache ("migraines/headaches"), type 2 diabetes mellitus ("type 2 diabetes") and gallbladder hypofunction ("gallbladder stopped working") and underwent cholecystectomy ("gallbladder stopped working, had it removed"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), adnexa uteri cyst (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstruation"), anxiety ("anxious"), depression ("depressed") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). The patient was treated with surgery (on (B)(6) 2012 endometrial ablation; on (B)(6) 2016 and (B)(6) 2017 removal of essure device, hysterectomy (full),salpingectomy (one side removal of fallopian tube), on (B)(6) 2012 ovarian cystotomy with drainage of ovarian cyst, removal of cyst and on (B)(6) 2012 removal of paratubal cyst). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, device expulsion, adnexa uteri cyst, ovarian cyst, menstruation irregular, anxiety, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, gastrointestinal disorder, cystitis, urinary tract infection, vaginal infection, migraine, allergy to metals, gallbladder hypofunction, cholecystectomy and bladder disorder outcome was unknown, the pelvic pain, abdominal pain, dyspareunia, fatigue, headache and type 2 diabetes mellitus had resolved and the alopecia was resolving. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, alopecia, anxiety, bladder disorder, cholecystectomy, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gallbladder hypofunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, type 2 diabetes mellitus, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy of date of removal: 2016. Current weight as of (B)(6) 2020: 200 lbs. 2. Approximate weight at the time of essure placement 200 lbs. Discrepancy noted as per pfs: removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results:total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2012: showed a normal uterus, free of uterine fibroids.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, left paratubal cyst, irregular menstruation, ovarian cyst, type 2 diabetes, anxiety. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received new event uterine perforation was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation'), genital haemorrhage ('abnormal bleeding (general)'), device expulsion ('migration of essure: uterus'), pelvic pain ('pelvic pain'), adnexa uteri cyst ('cysts on fallopian tubes/ paratubal cyst on her left fallopian tube') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder disease, abdominal tenderness, postmenopausal bleeding, uterine bleeding and ventral hernia. CT abdomen with contrast. Clinical history: palpable lump above the umbilicus. History of fallopian tube surgery, gallbladder. Removal and hysterectomy. Impression: 1. 1.5cm oval structure in the subcutaneous fat superior to the umbilical with mild fat stranding. This may represent fat necrosis, tiny fat containing ventral hernia with some incarceration of fat, vs infection/phlegmon. Correlate with clinical parameters. 2. 3 mm nonobstructing calculus in the inferior pole left kidney. 3. Hepatic steatosis with mild hepatomegaly. CT pelvis with contrast impression: 1. Diverticulosis. 2. 3.2 cm left ovarian cyst, probably benign. Likely a physiologic follicular cyst. Concomitant products included adenosine (tricor), bupropion hydrochloride (bupropion hcl), escitalopram oxalate (lexapro), metformin hydrochloride (metformin hcl), metformin since 2010 and vitamin d nos (vitamin d) since 2010. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("urinary tract infection") and allergy to metals ("nickel allergy"). In 2007, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("infection (bladder/urinary tract/vaginal)") and bladder disorder ("bladder disorder"). In 2008, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition,gastro issues"), migraine ("migraines/headaches"), headache ("migraines/headaches"), type 2 diabetes mellitus ("type 2 diabetes") and gallbladder hypofunction ("gallbladder stopped working") and underwent cholecystectomy ("gallbladder stopped working, had it removed"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), adnexa uteri cyst (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstruation"), anxiety ("anxious"), depression ("depressed") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). The patient was treated with surgery (on (B)(6) 2012 endometrial ablation; on (B)(6) 2016 and (B)(6) 2017 removal of essure device, hysterectomy (full),salpingectomy (one side removal of fallopian tube), on (B)(6) 2012 ovarian cystotomy with drainage of ovarian cyst, removal of cyst and on (B)(6) 2012 removal of paratubal cyst). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, device expulsion, adnexa uteri cyst, ovarian cyst, menstruation irregular, anxiety, depression, vaginal haemorrhage, menorrhagia, dysmenorrhoea, gastrointestinal disorder, cystitis, urinary tract infection, vaginal infection, migraine, allergy to metals, gallbladder hypofunction, cholecystectomy and bladder disorder outcome was unknown, the pelvic pain, abdominal pain, dyspareunia, fatigue, headache and type 2 diabetes mellitus had resolved and the alopecia was resolving. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, alopecia, anxiety, bladder disorder, cholecystectomy, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gallbladder hypofunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, type 2 diabetes mellitus, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy of date of removal: 2016. Current weight as of (B)(6) 2020: 200 lbs. 2. Approximate weight at the time of essure placement 200 lbs. Discrepancy noted as per pfs: removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results:total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2012: showed a normal uterus, free of uterine fibroids. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain, left paratubal cyst, irregular menstruation, ovarian cyst, type 2 diabetes, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding"), adnexa uteri cyst ("cysts on fallopian tubes/ paratubal cyst on her left fallopian tube") and ovarian cyst ("ovarian cyst") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), adnexa uteri cyst (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstruation"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (on (B)(6) 2012 endometrial ablation; on (B)(6) 2016 and (B)(6) 2017 removal of essure device), surgery (on (B)(6) 2012 removal of paratubal cyst) and surgery (on (B)(6) 2012 ovarian cystotomy with drainage of ovarian cyst). Essure was removed in (B)(6) 2017. At the time of the report, the genital haemorrhage, adnexa uteri cyst, ovarian cyst, pelvic pain, abdominal pain, menstruation irregular, anxiety and depression outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, anxiety, depression, genital haemorrhage, menstruation irregular, ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.